Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigation determined that the customer failed to follow operator guide instructions when they released a flagged percent reticulocyte (%retic) result obtained on one sample on the advia 2120i with single aspirate autosampler instrument. The operator guide instructions state "whenever a flag is triggered, the user should review the results and take appropriate action." The flagged result should have been confirmed on the instrument concerned prior to releasing the results to the physician. Siemens advised the customer that a manual count should be performed when there are flags or if the scattergrams indicate a need for a manual count. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low flagged percent reticulocyte (%retic) result of 0 was obtained on one patient sample on the advia 2120i with single aspirate autosampler instrument. The flagged %retic result was reported to the physician. It is unknown if the physician questioned the result. No patient data was provided by the customer. The patient received erythropoietin (epo) as a treatment as they suspected that the patient was aplastic based on the 0%retic result. There are no known reports of adverse health consequences due to the patient receiving epo because of the discordant, falsely low %retic results.